Event description:
Independent repair center customer alleged alarm will not function, and the key failure is the power switch is defective. Associated malfunction for this device: control panel broken.